Manufacturer narrative:
Device not returned.

Event description:
Patient's legal representative stated erosion, wound separation, exposure of mesh, scar tissue, uti, dyspareunia, excision of vaginal foreign body.